Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 1/5/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. The lens was also observed to be covered in fibers, but this can be attributed to receiving the lens stuck to gauze. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to blurriness in distance vision. The physician stated there were no residual issues. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. Another johnson & johnson zxt150 lens (different model and higher diopter) was implanted as a replacement. The patient is doing well. No additional information was provided to johnson & johnson surgical vision.